Manufacturer narrative:
(B)(4). Concomitant medical products: cell-dyn 4000 analyzer, list # 2h61-01, (B)(4). The cause of the cell-dyn vent needle aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn vent needles and replace with a new cell-dyn vent needle provided to the customer with the customer recall letter.

Event description:
The customer observed continuous cell-dyn 4000 aspiration probe error message 1050 (aspiration probe failed to return to upper position). The customer cleared the error message, however, the issue persisted. The customer was advised to take the probe off the vent needle, and observed the needle was bent, therefore, the vent needle was replaced and the issue was resolved. There was no impact to patient management.